Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was low and loss of capture was suspected by the clinician. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.